Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced discomfort at ipg site. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein the ipg was explanted and replaced with the pocket moved higher than the initial location. The issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.